Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2018-11315.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-11315. It was reported the patient was not receiving adequate therapy, due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Post op, system diagnostics revealed high impedances on the lead. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. Effective therapy was resumed post procedure.